Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event: the event occurred in (B)(6) 2019, however, the date of the event was not reported. The product lot number is not available / not reported. The expiration date of the device is not known. (B)(6). The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the healthcare professional reported that during the procedure, after the 150 cm x 5 cm prowler select plus microcatheter (606s255x / lot# unknown) was place at the thrombus, the 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown) was inserted into the microcatheter and was advanced to the thrombus. It likely became stuck in the microcatheter because the microcatheter could not be pulled back in order to deploy the embotrap device. The microcatheter was removed together with the embotrap device to prevent it from becoming torn. It was reported that the device was prepped as per the instruction for use (IFU) and that adequate flush was maintained through the device. There was no report of any patient consequence or adverse event. The embotrap is reported as not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00820. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, after the 150 cm x 5 cm prowler select plus microcatheter (606s255x / lot# unknown) was place at the thrombus, the 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown) was inserted into the microcatheter and was advanced to the thrombus. It likely became stuck in the microcatheter because the microcatheter could not be pulled back in order to deploy the embotrap device. The microcatheter was removed together with the embotrap device to prevent it from becoming torn. It was reported that the device was prepped as per the instruction for use (IFU) and that adequate flush was maintained through the device. There was no report of any patient consequence or adverse event. The embotrap is reported as not available to be returned for evaluation and analysis.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to correct the manufacture information in suspect medical devices and all manufacturers. Corrected sections: manufacturer name, city and state and MFR site. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The purpose of this MDR is to include the additional event information received on 2/10/2019. Date of event is (B)(6) 2018. [Conclusion]: the healthcare professional reported that during the procedure targeting a basilar tip fibrin thrombus, the 150 cm x 5 cm prowler select plus microcatheter (606s255x / 17621324) was place at the thrombus. The 5 x 33 embotrap ii revascularization device (et007533 / lot# unknown) was inserted into the microcatheter; it was already challenging to advance the embotrap device through the microcatheter toward the thrombus, and then the embotrap device likely became stuck in the microcatheter. As a result, the microcatheter could not be pulled back in order to deploy the embotrap on the thrombus. The microcatheter has stretched and was no longer able to be moved. To prevent the microcatheter from being torn, the microcatheter was removed together with the embotrap device. It was reported that the device was prepped as per the instruction for use (IFU) and that adequate flush was maintained through the device. There was no report of any patient consequence or adverse event; the event did not result in any clinical procedural delay. The reported tici score was 2b. The physician felt that the vessel was successfully recanalized with no evidence of distal thrombus. The embotrap is reported as not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00820 and 3011370111-2019-00113. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.